Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005471919.

Event description:
End user, an 85 yr old man, reports an oddity with only one of his usual catheters in his most recent box. He said one of the catheters has what looks like tiny black streaks and tiny dots on the inside packaging on the inside of the sealed packaging on the paper side. He said he didn't open the packaging but could see these tiny black marks through the clear part of the packaging. He said these marks are on one side of the packaging, by the eyelet end of the catheter. He said it doesn't look like any printing on the outside bled through in any way. He said there is about 5 black streaks along with a few tiny little dots and he estimates them to range from 1/8th to 1/16th of an inch long. A photo was provided. There was no harm reported. No additional information was provided.